Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s pain had gradually increased. It was noted the patient was increasing stimulation for the pain, but that affected the patient¿s legs and ability to walk. It was reported the stimulation hadn¿t changed, they just needed more. It was noted the change occurred over three to four months. It was reported the patient¿s implant always moved around. It was noted the patient had fallen down steps about eight months to a year prior to call.